Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with product. Device evaluation: deformation device, creases fold, yellow particles and weight to the spec. Bubbles and voids in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side implant exchange from textured to smooth breast implants due to the patient¿s concern with the product and "breast pain". Healthcare professional reported "fibroconnective tissue with foreign body granulomatous reaction consistent with capsule." Device has been explanted.